Manufacturer narrative:
On 3 june 1998, the pt alleged that there was persistent discoloration at the vermilion border with an indented scar. The entire lip turned purple when she became cold or ate cold items. On 30 june 1998, the physician reported that pt's lip would turn blue, especially when exposed to cold. The lip drooping resolved completely. The physician believed that the pt gave herself a "frostbite" and the "vasculature is snesitive to cold". At the last contact with the pt, "everything was almost completely resolved".

Event description:
Physician reported a pt who was treated into upper and lower vermilion borders, corners of mouth, marionette lines, a wrinkle on right lower chin, and nasolabial folds on 11/25/97. Physician noted that 1.5 ml fill size was harder to inject. Pt noted bruising at upper left vermilion border and nasolabial area, extending beyond upper vermilion border treatment site upward to nostril, and laterally out to nasolabial crease. Pt saw a tiny dot on upper right nasolabial fold. There was also some bruising into vermilion, but there was no tracking of material from border to vermilion. Pt felt she needed more material in upper vermilion border. Physician suggested that they wait until swelling settled. Lower vermilion border results looked very good. There was asymmetrical correction in the upper vermilion border because treatment had not been completed. Later that day physician completed collagen treatment with approx 0.75 cc. On 11/26/97 pt reported that left side of her face was numb from nose to left side of upper lip. She had difficulty moving her mouth and had pain at injection sites. She took oral tordol that morning, which helped relieve pain. Pt alleged that "one side of her mouth dropped". On approx 11/27/97, pt took advil tablets per day for increasing pain. On 12/1/97, pt reported there were reddish spots of bruises which were improved, and swelling was improved. Left side of her face, from upper lip to nasolabial crease, was numb and tingling. Dropping was improved, but upper lip was pulling down when she spoke. Lateral side of mouth pulling down was better. Pt reported difficulty eating and drinking. Bruised area was sensitive to cold and air. Inside of left side of mouth from corner felt raw, but there was no ulceration. When she pulled tissue away from her, pain was improved. On 12/1/97, physician believed that injection irritated a vessel. Symptoms had started to resolve. Pt had a hematoma from upper lip to nose. On 12/5/97 application of heat improved symptoms. There was a 1mm size scab at left vermilion border which had come off; a red depressed scar was noted. On 12/16/97 area was still bruised and swollen. Numbness was gone, and nerve sensitivity was returning, and "dropping" was improved. There was a pink decreased scar. On 12/18/97, physician reported that "dropping" pt described was nerve paresis on left side of face which was related to large volume of material implanted. It had improved, and physician did not believe it would be permanent. When pt was exposed to cold, she experienced a vasospasm at left vermilion border. Physician believed this may have been related to four days of ice application to area causing frostbite which contributed to vascular irritability. Vasospasm was improved with application of heat.